Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
It was reported on (B)(6) 2019 that patient had a peg-j placed on (B)(6) 2019 and the stoma site is red with purulent drainage. No fever at this time. On (B)(6) 2019 it was reported the patient went to urgent care yesterday and was started on an unknown antibiotic ointment and oral antibiotic cipro.